Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to over-sensed noise and fracture. The lead was capped and replaced on (B)(6) 2025. The patient was stable.